Manufacturer narrative:
(B)(4). Describe event or problem - correction "the problem could not be confirmed. The root cause could not be determined."

Event description:
The reported event of transmitter failed error was confirmed for (B)(4). The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and a failed transmitter error was not found within the investigation window."

Event description:
A review of the share logs was performed and a failed transmitter error was not found within the investigation window for the alleged device (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data was returned and evaluated. The problem could not be confirmed. The root cause could not be determined.